Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head exhibited no image.the event occurred during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d8, d9, g3, g6, h2, h3, h6 and h11. Corrected field: e4. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation: the most probable cause of endoscopic image cannot be displayed was due to deterioration of head unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.